Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the secondary infusion of 250ml of ivig was back flowing into the 250ml of ns primary bag. They placed a hemostat on the primary infusion set to stop the secondary infusing into the primary. Once the ivig was completed they removed the hemostat from the primary tubing to allow the ns to infuse. There was no patient harm.